Event description:
The customer called and stated that he wants to upgrade his insulin pump. Days later, his wife called and stated that they were sent a revel insulin pump back in (B)(6) 2012, and ever since her husband had some serious low blood glucose and ended up in the hospital a few times. The caller stated that the most recent was on (B)(6) 2014. The customer received the replacement, but he has not used as the doctor recommended to get the new 503g insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 300420918-2014-80825.